Event description:
Procedure: thoracoscopy. According to the reporter: there was a major issue with the stapling which did not work at all so the surgeon had to convert to a thoracotomy in emergency to make the hemostasis. The patient lost over 1 liter of blood. Further information: the device did not staple after firing the first half of the sulu. The incident happened in the middle of the second half of the sulu. Everything started fine but then there was like a resistance and a crackling noise, the staple shut but no staples came out. There was no difficulties in fitting the sulu in the first place. Was there any unanticipated tissue loss as a result of this problem? Yes, pulmonary tear. Was there any tissue damaged as result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. Was the damage reversible? Yes, pulmonary tear. Was there blood loss of 500cc or more due to the product problem? Yes, over 1 litre. Did any additional blood loss resulting from this product problem require a blood transfusion? Yes, 1 "culot". Was surgical time extended by more than 30 minutes due to the product problem? Yes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc?) The patient stayed 48 hours longer.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: (B)(4) 2012.